Manufacturer narrative:
H3: product ID# 97715 serial# (B)(6) was returned for analysis. Destructive analysis found that there was a cold shoulder joint on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an in house failure after analysis was performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 02/10/22 regarding a patient who was implanted with an implantable ne urostimulator (ins). It was reported that the caller was setting up for a case and having trouble communicating and charging a brand new ins from trunk stock. Caller has already tried multiple controllers and rtms. Technical services (ts) walked caller through prm using clinician mode and 51-100-100 was achieved with al. Previously, when the caller performed this before calling 100-100-100 was seen for al. Ts advised to charge and see if device begins charging normally. The manufacturer representative (rep) later reported they were unable to get the battery to charge. Additional information was received from the rep on 03/02/22 . The rep said she tried multiple prms and she still can't get device to work. Rep to send device back for analysis. Rep clarified there is no patient associated with this ins or complaint. The problem with recharging occurred when rep was preparing for a case. (Ensuring that the equipment is charged and paired). When the ins would not pair or charge, rep used another ins for the case. Rep spoke with tech services several times ( 8-10 times) to attempt to passively recharge the battery. In addition, rep disabled and re-enabled the ins twice. Rep then utilized a return mailer kit per tech services and the ins will be returned.